Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product broke while being removed from the patient. The string cut through the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product broke while being removed from the patient. The string cut through the stent.

Manufacturer narrative:
Received 1 opened inlay optima ureteral stent with the original unit packaging. During the visual evaluation it was noted that the stent was broken at the pigtail. The broken section presented with a clean cut. The stent was received out of its individually sealed polybag. A functional evaluation was performed: used a 0.038 guidewire as recommended in the instructions for use. Submerged the guidewire and stent in water to activate their coating. Slipped the guidewire through the stent. The guidewire could be inserted into the stent without difficulty. A dimensional evaluation was performed by cutting a small piece of the stent: ¿ stent length = 10.1718 in (specification is 10.24 in ± 0.200 in) ¿ outer diameter = 0.0800 in (specification is 0.079 in ± 0.002 in) ¿ inner diameter = 0.0510 in (specification is 0.049 in ± 0.002 in) the stent dimensions were found to be within specifications. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "¿ avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. ¿ care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product broke while being removed from the patient. The string cut through the stent.